Event description:
The customer reported the system was intermittently shutting down and rebooting. This resulted in an intermittent recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.